Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were ink spots on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: the display showed the expected startup screen, but a crack was observed on the side. There was an ink spot at the crack that made the display screen difficult to read. Unrelated to the display screen, the battery compartment was cracked from the top.